Event description:
It was reported that research pathology of an explanted heart found 2 unk xience stents and 1 non-abbott stent in the proximal right coronary artery (prca) and 1 unk xience in the mid right coronary artery (mrca). The xience stents in the prca showed grade ii stent fracture and stent thrombosis resulting in stent related death. The xience stent in the mrca showed restenosis and stent related death. The events occurred 180 days post stent implantation. The reporter believed stent fracture was related to a thin neointima, and thus 'lack of support' for the stent long term and the findings would apply to all second generation drug eluting stents which have thin neointima. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Estimated date of event: (B)(6) 2009. Estimated date of implant: (B)(6) 2008. There were no reported product deficiencies. The reported patient effects of stenosis/restenosis and death are listed in the xience v / xience nano everolimus eluting coronary stent system instructions for use as known adverse events of coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling. The two other xience v devices referenced are being filed under a separate medwatch MFR number.